Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer slid off a cliff and shattered the touchscreen. Reportedly, the pump is no longer functional. Customer's blood glucose level was impacted (400 mg/dl). Customer stated they have a back up pump to use to stabilize blood glucose levels, and has back up insulin injections for insulin therapy.